Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the gripping part of the fenestrated bipolar forceps released during use. The part was removed from the cavity. The procedure was completed with no reported injury. Intuitive surgical has performed follow-up requests to request additional information; however, as of the data of this report, no further details have been obtained.

Manufacturer narrative:
The instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 471205-17 / lot# k12211216-0012) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1226 for approximately 2 hours 52 minutes. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. No photographic images or videos have been provided to date. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available. Fields are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip to be relate to the customer reported complaint. The instrument was found to have a broken grip near the grip base. A piece approximately 0.192" x 0.566" was found to be broken off the yaw pulley. The broken piece was returned. The root cause is typically attributed to the mishandling / misuse, such as excessive force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 21-oct-2022, the following additional information was obtained: as part of product investigation report (pir) engineering sent the instrument's broken grips out to an independent external analysis lab for further evaluation. It was found that the grips experienced brittle fractures. The root cause of this was determined to be the variability in the metal injection molding (mim) process. The variability can be large networks of delta ferrite areas, irregular grain growth likely during sintering process, and surface anomalies such as notches, void, lap, or crack like features contribution to crack initiation or hydrogen embrittlement. The grip mim suppliers have been made aware of the findings and are working with intuitive surgical, inc. (Isi) on process improvements. The root cause of the failure is attributed to manufacturing. Based on this additional information, there is no change in the reportability decision. Failure analysis investigation confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.